Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of reset mode was confirmed in the laboratory. The device was tested by bypassing the battery with a power supply and using automated test equipment. It was concluded that the device was left implanted beyond end of service and that the battery normally decayed.

Event description:
It was reported that the patient was in vf but did not receive any hv therapy. On interrogating the device, it was found hardware reset mode with no defibrillation support. The patient was asymptomatic due to a lvad device. The device was found to have gone from eri to eol after the date of last programming. The battery depletion was normal and the device was explanted.